Manufacturer narrative:
An event of residual shunt after implant was reported. The investigation confirmed the device met functional and dimensional specifications when analyzed at abbott. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and that the product met all specifications. Information from the field indicated that the device still passes through the target vessel due to poor adherence. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2023, a 8mm amplatzer vascular plug ii was selected for an implant. The procedure was to treat an patent ductus artery lesion. At the beginning of the operation, 5f delivery catheter (unknown) was in placed. The plug was implanted, and the leak was observed 3 minutes later. The contrast agent still passes through the target vessel due to poor adherence. So the physician replaced with a non-abbott device to complete the procedure. No clinically significant delay in the procedure.